Event description:
It was reported that a patient underwent left total hip arthroplasty on april 13, 1998. Subsequently, the patient was revised on (B)(6) 2014 possibly due to poly wear.

Manufacturer narrative:
Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. The following sections could not be completed with the limited information provided. Brand name. Catalog number, lot number, and expiration date. 510k number. Device manufacture date.